Manufacturer narrative:
Temperature sensing foley catheter was placed in the patient. During routine rounding, the rn noted that the foley was not draining appropriately. Upon inspection, the foley was found to have come out, and the balloon appeared to have deflated. A new temperature sensing foley catheter was obtained for replacement. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Temperature sensing foley catheter was placed in the patient. During routine rounding, the rn noted that the foley was not draining appropriately. Upon inspection, the foley was found to have come out, and the balloon appeared to have deflated. A new temperature sensing foley catheter was obtained for replacement.